Event description:
Further follow-up revealed that pt is doing well and no intervention is planned at this time. During invetigation of this event x-rays reviewed by MFR found that the electrodes appear to be implanted in reverse order. No other discontinuities were noted. The implanting surgeon did not place the electrodes per MFR's labeling. It is not likely that the incorrect lead palcement caused or contributed to the reported events; however, this cannot be confirmed.

Event description:
Reporter indicated that vns pt could no longer feel device stimulation and was subsequently seen in hosp emergency room due to an increase in seizure activity. It was reported that device settings had recently been increased from 2.0ma normal mode output current to 2.5ma normal mode output current, after which the pt could feel stimulation but was unable to speak for 30 minutes. Normal mode output current setting has since been decreased back down to 2.0ma, but the pt is still experiencing problems. Investigation to date has been unable to determine whether the device is functioning properly as no response has been received to manufacturer's requests for additional information from treating neurologist (via fax x2). Additionally, the device tracking information was not forwarded to manufacturer at the time of initial implant and attempts to obtain it from the implanting surgeon and from the implanting facility have been unsuccessful to date.